Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an incisional hernia procedure on 8/19/2019 and the mesh was implanted. It was reported that during surgery, upon deploying the patch it disintegrated so all components separated. It was reported that all layers of the device separated. There was no pinholes observed. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
Product complaint #: (B)(4). Evaluation: a photo was returned for analysis. Upon visual inspection of the picture, an opened sample with body fluids and delamination could be observed. One empty opened foil, an empty blister tray and one used of product code were returned for analysis. During visual inspection of the used sample, separation between the top assembly and proceed bottom was observed. The support ring and load ring were noted fractured as the degradation process had begun the sample. Also, body fluids were found on the mesh. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the sample condition, the sample could not be investigated further.